Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter was defective the hospital reported that 8 blunt needles, 10 puncture point bleeding, 1 steel needle and catheter bending occurred during use. The sample can return 1 steel needle and catheter bending, and can provide photos of bleeding and bent needles. Green claims are required, and a complaint reply letter is required, but a complaint acceptance letter is not required.

Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review (lot#: 4323697): 1) the products of this batch were assembled at intima ii auto line 4 in dec 2024, and packaged at r240 & cfs package line in dec 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the cannula batch used in this batch of products are 4226626 and 4239223, review the incoming inspection results, no abnormalities. 2. The customer returned 1 defective sample and 4 photos. The sample shows that the unit package has been opened, the sku is 383083, batch number is 4323697,the returned sample did not identify the defect in the complaint . One of the photos shows that the needle of the sample is tilted and bent at an angle of about 10°. The other three photos show bleeding at the puncture site. 3. The retained sample of this batch is carried out for leakage test, and no leakage is found at the catheter. 4. The causes of bleeding at the insertion site are complex, and the common causes are as follows: 1) the puncture angle is so small that the puncture wound is relatively big. It is recommended that the nurse should hand the product with bevel of needle tip upward and puncture in 15°~30° at insertion site, press the needle down in 5°~10° to insert after seeing blood return. 2) the medical dressing isn't applied correctly, which lead to bleed when the product moves relative to insertion site. It is recommended that the nurse should hand the medical dressing without tension, place it correctly, pinch the catheter hub to ensure fully fixed by the medical dressing and then paste to the periphery. 3) patient's own vascular factors: the elderly and long-term infusion patients have poor vascular elasticity and high fragility, making it easy to damage the blood vessels during puncture, which can also lead to bleeding at the puncture site. 5. No similar complaints have been received from other hospitals about this batch of products. Conclusion(s): since no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals about this batch of products. The returned photos showed that the puncture points were oozing blood, but samples without this defect were returned for further analysis,and the usage of the indwelling needle is unknown, the root cause of bleeding at the insertion site cannot be confirmed.